Event description:
During a cataract extraction using the machine, the handpiece and tip, for phaco were plugged into the machine and failed the test. A second handpiece and tip, were plugged in and also failed the test. Tip was changed and the test was passed. During the procedure, the phaco mode began appropiately, but mid-procedure malfunctioned. A private scrub, who did not scrub this case, said the tip may not have been seated with enough "force" that he "really has to tighten it hard" for it to work. Technical support also supported this statement.